Manufacturer narrative:
The insulin pump was received with the battery cap broken. It was not possible to perform functional testing, due to corroded battery tube. The device was received with minor scratches on the lcd window, a scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, stained serial number label and a stained end cap sticker.

Event description:
It was reported that the battery cap on the customer's insulin pump broke off. Customer's blood glucose was 63 mg/dl. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.